Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused spot on the lungs. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused spot on the lungs while using this device. The patient did not report to receive medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 29, 2021, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused spot on the lungs while using this device. The patient did not report to receive medical intervention. Additional information was received about the allegation of headaches.patient also has dry mouth and severe nasal throat irritation, had some dizziness as well. Patient has used a CPAP for many years and now on a CPAP and bipap both device are affected. The section h2 has been updated. Section h6 health effects: clinical codes were updated.

Manufacturer narrative:
Additional information was received on mar 28, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused spot on the lungs, headache, dry mouth and severe nasal throat irritation, had some dizziness as well while using this device. The patient did not report to receive medical intervention. Patient has used a CPAP for many years and now on a CPAP and bipap both device are affected. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the flip doors, pca (printed circuit assembly), top enclosure, rear panel, ui (user interface) panel, bottom enclosure, inside iso (international organization for standardization) port, blower, blower box, and blower seal and found black hairlike contaminant on the flip doors, top enclosure, ui (user interface) panel, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.